Event description:
It was reported that the programming head "didn't work." The programming head will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programming head would not interrogate a device, this was due to an opening in the cable. It was also noted that the magnet was rusted and the lower case was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programming head "didn't work." The programming head was returned. No patient complications were reported as a result of this event.